Event description:
Very bad smell; this has happened very many times over 2021. I only recently connected the dots. Trojan bareskin condoms with premium lubricant have a bitter smell, and after using them, I can smell it in my arm pits the next day. It seems to be absorbed into our bodies during use and then ends up in our lymphatic system.